Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issue related to the reported events. The ultrasound assembly was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 22, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The ultrasound assembly was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The returned ultrasound was installed into a calibrated system hotbed. The system was booted up and no nonconformities were noted. A calibrated phaco handpieces and autosert handpiece were connected to the hotbed and verified to be recognized. The returned ultrasound was then tested on automated testing equipment (ate). No nonconformities were noted during testing. The system and returned products were determined to have functioned as intended. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A scrub technician reported that the system would not recognize the handpiece or footswitch prior to surgical procedures. There was no patient involvement.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).